Event description:
According to the available information when the nurse opened the primary packaging on the clean area, she noticed a foreign material like hair.

Manufacturer narrative:
B3: estimated date. After receiving this complaint, we searched for other complaints and we didn¿t find any other complaint on the lot number 8997481. Checking the quality databases revealed no anomaly in connection with the described defect.